Event description:
Electronic evaluation of the patient's pacemaker, on june 3, 1993 and june 7, 1993 showed evidence of pacemaker malfunction with the pacemaker's atrial lead showing a lead impedance or greater than 4000 ohms suggesting lead fracture of discontinuity. Intermittent episodes of pacemaker capture loss suggesting either pacemaker to lead malfunction. On 6/15/93 patient was admitted to the hospital and the ventricular and atrial leads were replaceddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.